Manufacturer narrative:
(B)(4). Evaluation summary: the stent was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned stent, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during preparation when removing the protective sheath of a 4.0x18 rx multi-link 8 coronary stent system, the stent dislodged from the balloon before use in the patient and remained in the protective sheath. Reportedly, no resistance was felt during removal of the protective sheath. The device was not used and there was no patient involvement. Two 4.0x15 rx multi-link 8 stents and one 4.0x23 rx multi-link 8 stent were implanted to treat the lesion in the highly calcified right coronary artery. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.